Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, positioning of the lead was unsuccessful because the physician was having difficulty in manipulating the leads within the guide catheter. This appeared to be more so when the lead tip was at the distal end of the outer catheter and only occurred after few minutes of using the outer catheter. The branch/vein that was attempted to deploy the lead had not been completely visualized with a venogram. The catheter and leads were disposed. The patient remained in a stable condition throughout the procedure. The patient will likely be referred for an epicardial lead.